Event description:
Procedure type: radical prostectomy. According to the reporter: the balloon burst when it was inflated. Another device was opened and used to complete the procedure. The pt status is fine.

Manufacturer narrative:
(B)(4)